Manufacturer narrative:
Device use for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Additional narrative: the manufacturing evaluation showed that there was a mark under the head, minor discoloration under head and dings on threads. Material, overall length, head profile, thread profile, tip profile and presence of flutes were evaluated. No issues found during evaluation. Since no issues were found during evaluation on features that could be checked this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
This part has been received; an evaluation is pending.

Event description:
It was reported there was a nonunion of a distal ulna fracture. It is unknown if the fracture is the patients right or left side. The patient was originally treated for a distal third radius and ulna fracture. During a routine follow-up on an unknown date, it was discovered via x-rays that the patients radius healed but the ulna did not. The surgeon explanted an lcp distal radius plate and four screws. The patient was re-implanted with another plate and a graft was taken from the hip to the ulna. The plate and screws will be returned. Patient was re-implanted with another plate and surgery was successfully completed. This is report 5 of 5 for (B)(4).